Event description:
It was reported that the patient complained of feeling terrible and had two 'panic attack "like" episodes.' The patient was sent to a couple different physicians before the device was checked, and was found to have reached elective replacement indicators (eri). The patient complained that the physician did not check the device often enough as it approached eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.